Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Inspection of the device revealed that the z-axis flag was stuck under the flag sensor, resulting in the error. Fse repositioned the flag and adjusted the sensor alignment, verified tip alignments, and checked operation. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 17nov2017 through aware date (B)(6) 2018. There were three similar complaints identified during the search period. The aia-2000 operator's manual, appendix 4- error messages was reviewed. 2208 tip detachment failure: the aia-2000 operator's manual indicates that the 2208 tip detachment failure error message is generated when a tip is detected during the tip detachment check. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to reset the main power and contact tosoh service center or local representatives. 4223 main arm z-axis home overrun: the aia-2000 operator's manual indicates that the 4223 main arm z-axis home overrun error message is generated when the home sensor activates improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to the z-axis flag hitting flag sensor.

Event description:
It was reported that the customer received "4223 main arm z-axis home overrun" and "2061 tip detachment failure" errors on their aia-2000la analyzer. The customer attempted to troubleshoot by performing a version up and the "all set home" command; however, the error persisted. Technical support (ts) instructed the customer to check the waste shoot and to make sure that the tip trays were pushed down and cleaned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), progesterone (prog ii) and follicle stimulating hormone (fsh), estradiol (e2), and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.